Event description:
It was reported that the bioplex c implant fractured in 3 places during implantation. The implant was removed and discarded. Patient status is fine.

Manufacturer narrative:
The DHR for the reported device was reviewed, and no discrepancies were observed.